Event description:
It was reported that the button on the cuff of this artificial urinary sphincter (aus) had unbuttoned. The patient presented with recurring incontinence. Intervention was performed for a cuff adjustment. There were no additional patient complications reported.